Event description:
It was reported that (3) minicaps became loose; described as ¿after putting the cap on, it became loose. It does not completely come off, but it loosens¿. This occurred after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.